Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service engineer performed maintenance and cleaning. The investigation determined the event was due to a contaminated instrument. The issue appeared to be resolved by the service actions.

Event description:
There was an allegation of questionable sodium results from the cobas pro ise analytical unit. One example was provided of an initial result of 161 mmol/l and a repeat result of 150 mmol/l.